Manufacturer narrative:
The returned femoral head was evaluated and confirmed the reported corrosion. Visual inspection identified debris at the stem - taper interface. Sem analysis was performed on the debris and the quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. No other issues were observed. A definitive root cause cannot be determined for the corrosion identified at the stem-taper junction. The new findings do not change the conclusions of the previous investigation findings regarding the device fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565-2018-03597. Concomitant medical products: item # item name lot number 00784301208 revision femoral stem beaded 60917809 . Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address femoral stem fracture in-vivo. Upon analysis, corrosion was noted at the femoral stem/femoral head interface. No further information is available at this time.